Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 80 mg/dl at the time of incident. Customer stated that the insulin pump numbers ramp up and the buttons does not work after exposure to moisture. Keypad anomaly troubleshooting was performed and confirmed that the time was not advancing. Customer also reported that the insulin pump had an unexpected restart alarm during infusion set change. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
No frozen screen noted during test and time clock advances properly. Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device passed the displacement test, self test and unexpected restart error test. No unexpected restart error anomalies noted. No unexpected number ramping during testing.